Event description:
Report received from the USA stating that the "the hose was leaking at the end where plugged into the wall". The device was being used during a cranial surgery. There was no injury or delay reported. It is unknown if medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated ad the reported condition of "hose is leaking" could not be confirmed. However during service repair, device failures were found but were not related to the reported event. If additional information is received, a supplemental report will be submitted. (B)(4).